Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the guidewire was not able to slide properly. The following information was reported: when the guidewire was set up, the guidewire did not slide properly;the device was not used; hemostasis was achieved by using a new angio seal device; and (there was no health damage to the patient. Puncture vessel: femoral artery - right - puncture site: distal of inguinal ligament - vessel diameter: 5 mm - size of the sheath ancillary used: 8 fr.

Manufacturer narrative:
The report is being submitted as follow-up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. A search of the complaint handling database confirmed there was been one similar report for the reported part/lot combination. A review of the device history record revealed no related issues during the manufacturing process. Since no product or guidewire was returned, the cause of the event cannot be conclusively determined. The device met specifications prior to leaving terumo medical corporation manufacturing facilities as supported by the device history record and the analysis performed. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.